Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer insulin pump was cracked. Customer stated the insulin pump was cracked by the reservoir and battery compartment. The customer was unable to finish troubleshooting at the time of the call. Customer's blood glucose was 04 mg/dl. No additional information provided.